Event description:
The customer was vomiting and hospitalized for high bgs. Troubleshooting was performed. The lead screw test and high-pressure test passed within specifications. It was mentioned that the customer and the hospital staff did not know what their settings were supposed to be, but there were settings in the pump. Advised the customer to call their doctor to verify the pump's settings.